Manufacturer narrative:
The reported issue was addressed with phone support. An isi field service engineer (fse) contacted the site and was informed that the issue was resolved. The fse explained that the issue was resolved by a reboot, explained that she can try to clean the connector with alcohol before connecting to endoscope controller (ec). No site visit was conducted. The system was working properly and no additional action was required.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, non-intuitive motion was noted on the 30 degree endoscope plus. The surgeon tried to flip the camera but the image flipped causing non-intuitive motion. Prior to calling for technical support, they have power cycled the system or pressing estop but the issue persists. An intuitive surgical, inc. (Isi) technical support engineer (tse) requested the customer to remove the endoscope and try to rotate the adapter and see if they hear or feel and grinding noises. The customer was able to continue the procedure with the endoscope. The procedure continued as planned. There was no report of patient injury. Isi contacted the site to obtain additional information regarding this event. However, no additional details have been received as of the date of this report.